Manufacturer narrative:
During a coil embolization procedure, the orbit helical fill 2x2 coil stretched during repositioning in the aneurysm. The device was removed with the coil still attached. Additionally during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions that repositioning the catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The target site was (pcom) posterior communicating artery with a saccular aneurysm that measured 12x8x11, neck was 11 and neck to sac ratio was 1:1.3. Neck remodeling was utilized for the procedure. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all times, and prior to use, the mc was not re-shaped. No resistance occurred when the coil was inserted in the microcatheter and there were no kinks on the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed with similar products. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were found on it. The introducer was received zipped and one kink was noted in the distal tip of it. The support coil gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage while the embolic coil was found stretched. The introducer was found kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. With analysis of the returned device, the cause of the coil stretched and the damages found on the device could not be conclusively determined. However, based on the available information, procedural factors including repositioning the microcatheter over the deployed coil and/or interaction with neck remodeling device may have contributed. Neither the analysis nor the device history records suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were found on it. The introducer was received zipped and one kink was noted in the distal tip of it. The support coil gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage while the embolic coil was found stretched. The introducer was found kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit helical fill 2x2 coil stretched during repositioning in the aneurysm, additionally during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all times, and prior to use, the mc was not re-shaped. No resistance occurred when the coil was inserted in the microcatheter and there were no kinks on the mc that may have contributed to the event. A balloon or stent remodeling product was used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was lock to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. The target site was (pcom) posterior communicating artery with a saccular aneurysm that measured 12x8x11, neck was 11 and neck to sac ration was 1:1.3. The vessel proximal diameter was 4.4 and distally was 3.2. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery system. The procedure was completed with similar products. No further information was available.